Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown, as information was requested but not provided. Model number: a complete number is unknown, as product serial number was not provided. Serial number: unknown, as information was requested but it was not provided. Catalog number: a complete number is unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. UDI number: unknown, as product serial number was not provided. Explant date: not applicable, as lens remains implanted. Telephone number: (B)(6). Device manufacture date: unknown, as product serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's astigmatism has flipped while their vision has improved following intraocular lens (iol) implantation. It was indicated that the lens was perfectly positioned during the implantation. Through follow-up we learned that the male patient's diabetic blood sugars were poorly controlled so at 6 weeks post surgery everything was stuck down. The surgeon managed to rotate the iol from 110 to 95 degrees. Account provided that the vision has improved from counting fingers (cf) to 6/9 with near acuity. Post-operation: -0.25/-1.75 x135 and pre-operation: -6.50/-2.25 x30. The patient is much happier although the refraction still shows some cylinder. No further information was provided.